Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced discomfort due to the device having moved since implant. It was noted the patient has lost a little weight since implant. System impedance has decreased from 75 to 60 ohms, which is still within range. Sensing is satisfactory. X-ray imaging was obtained and sent to technical services (ts) for review. Ts confirmed the device is too low and recommended repositioning the device to the 5th/6th intercostal space. Subsequently, the patient underwent surgical intervention, and this device was successfully repositioned without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: boston scientific was informed on 11-jul-2025 that this patient developed an infection which was suspected to be due to the above referenced pocket revision. On (B)(6) 2025, the entire s-ICD system was explanted with manual traction. Once the infection is clear, the patient will be implanted with a transvenous ICD system. Besides the infection and surgical intervention, no other adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced discomfort due to the device having moved since implant. It was noted the patient has lost a little weight since implant. System impedance has decreased from 75 to 60 ohms, which is still within range. Sensing is satisfactory. X-ray imaging was obtained and sent to technical services (ts) for review. Ts confirmed the device is too low and recommended repositioning the device to the 5th/6th intercostal space. Subsequently, the patient underwent surgical intervention, and this device was successfully repositioned without incident. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
This product was successfully repositioned and remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced discomfort due to the device having moved since implant. It was noted the patient has lost a little weight since implant. System impedance has decreased from 75 to 60 ohms, which is still within range. Sensing is satisfactory. X-ray imaging was obtained and sent to technical services (ts) for review. Ts confirmed the device is too low and recommended repositioning the device to the 5th/6th intercostal space. Subsequently, the patient underwent surgical intervention, and this device was successfully repositioned without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: boston scientific was informed on 11-jul-2025 that this patient developed an infection which was suspected to be due to the above referenced pocket revision. On 12-jul-2025, the entire s-ICD system was explanted with manual traction. Once the infection is clear, the patient will be implanted with a transvenous ICD system. Besides the infection and surgical intervention, no other adverse patient effects were reported. Additional information: a transvenous ICD system was successfully implanted on 18-jul-2025. Besides surgical intervention, no other adverse patient effects were reported.